Manufacturer narrative:
(B)(4). During a follow up phone call by product surveillance to the home patient (hp)'s caregiver (cg) on (B)(4) 2011 regarding the use error / alarm, it was revealed that the issue was resolved, and that it was an isolated event. The cg stated that they are aware of proper procedures. Per cg, hp is doing fine and continuing therapy without issues. Per cg, the hp did not have any injury or harm as a result of this incident. No further information was provided. This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line was not properly primed. The home patient (hp) had not verified that patient line was fully primed prior to connecting. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) had not verified that patient line was fully primed prior to connecting. The hp reportedly uses one patient line extension. The technical service representative (tsr) assisted the hp to clear the alarm. The hp to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.